Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via remotely merlin.net transmission with stored episodes of non-sustained rv oversensing. The device exhibited post-paced t-wave oversensing. Programming changes were suggested and will be made during the patient's next device follow-up.